Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the batteries fully depleting was confirmed via log file analysis. A review of the event log file contained data spanning approximately 6 days (11dec2023 ¿ 15dec2023, 01jan2000 per timestamp). Starting on 15dec2023 at 5:40:15, low power advisory alarms activated due to routine battery depletion. At 8:09:27, the alarms transitioned into low power hazard alarms and at 9:44:39 the alarms turned into no external power alarms due to the external batteries becoming completely depleted. The backup battery supplied power to the system due to the loss of external power. The pump stopped at 12:00:16 due to the backup battery power being depleted. The controller lost total power at 12:02:52 and shutdown. Power was subsequently restored to the controller after an unknown amount of time as the controller clock had reset, per design; however, the pump was no longer connected to the controller. The heartmate 3 system controller (s/n: (B)(6)) was not returned for analysis. The root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 patient handbook, rev. D, section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use, rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including clock not set, low voltage, no external power, power cable disconnect, and pump off alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use, rev. C, and heartmate 3 patient handbook, rev. D, section 3, entitled ¿powering the system¿, explain the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate 3 instructions for use, rev. C, section 1 entitled ¿introduction¿ states that when fully charged, a pair of heartmate 14 volt lithium-ion batteries can power the system for up to 10¿17 hours, depending on the activity level of the patient. Heartmate 3 instructions for use, rev. C, section 4, entitled "system monitor", explains how to set the system controller clock using the system monitor. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2023 from bleeding at the patient's implantable cardioverter-defibrillator(ICD) site. Log files were subsequently submitted for review. The log files captured onset of persistent low flow hazard alarms starting on (B)(6) 2023 around 12:20am until an intentional pump stop was seen at around 12:00pm on that day. The patient appeared to have been utilizing battery power during the low flow events. The log files showed the batteries depleting and entering the low voltage advisory state, low battery hazard state, and emergency backup battery mode. The pump rotor stopped once the backup battery's voltage was insufficient enough to maintain the pump set speed on (B)(6) 2023 around 12:00pm. The controller itself stayed powered on for just under 3 minutes before it shut down at 12:02pm on (B)(6) 2023. There were multiple intentional pump stop faults in the final recordings of the controller prior to shutting down, however theses faults appeared to be a result of the pump being in an off state during the final controller recordings following the loss of all power event. The flow readings did not appear to be the result of any external equipment malfunction. Prior to the low flow alarms the log files contained pulsatility index events and routine low battery changeover. Related manufacturer's reference number for the pump : 2916596-2023-08889.